Manufacturer narrative:
Other applicable components included: product ID: neu_unknown_prog, product type : programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl(3500 mcg/ml, 1074.9 mcg/day), bupivacaine(14 mg/ml, 4.3 mg/day) and morphine(2.5 mg/ml, 0.767 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. It was reported that the healthcare provider (hcp) did a lot of flex programming and the patient had 9 doses programmed. The hcp adjusted the flex bolus which worked perfectly when the patient went to (B)(6). The pump was reprogrammed after she came back and the patient thought that there was something wrong with the flex programming since early (B)(6) 2017. It was stated that the patient normally could feel all the boluses when they were delivered but she was only able to feel 3 boluses that were delivered in the afternoon and so it was not delivering properly. It was noted that the bolus she was unable to feel were quite small doses. Although it was stated that no symptom was reported, the patient was unable to feel some boluses. No further complication was reported

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, lot# serial# unknown, implanted: explanted: product type programmer, physician . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, (B)(4), implanted: explanted: product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated from telemetry everything appeared normal. The cause of the patient not feeling all of the boluses and there being something wrong with the flex programming was not determined. It was noted troubleshooting performed included "the duration of boluses were changed with no change in requested boluses out of sync with programming." No actions/interventions were reported. It was reported the problem was not resolved and the patient¿s weight was (B)(6) pounds. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative (rep) indicated the hcp had not heard from the patient over the weekend, though he doubted the problem was fixed by adjusting the clock. The cause of the flex programming problem was not determined. Actions/interventions taken to resolve the flex programming issue included adjusting the clock on the programmer. The device serial/lot number of the clinician programmer and the patient¿s weight at the time of the event were unknown. No further complications were reported/anticipated or expected.